Event description:
A (B)(6) male called zoll customer support to report that his battery charger was not properly powering up. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not powering up properly) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was isolated to corrosion on the battery and bedside boards. The root cause for the corrosion was likely ingress of an unk liquid. No adverse event resulted form the contaminated battery charger. The pt received a replacement battery charger/modem.